Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The voltages were checked, the hard drive was reformatted and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 6600 system would freeze up; would not fluoro and the screen would go black. No pt injury was reported.